Event description:
Patient hooked up to curlin ambulatory pump. Pump was supposed to infuse 5fu for 46 hours, pt returned 2 days later to have pump disconnected, pump indicated it had infused chemo as programmed, however, 5fu bag full, appeared that no chemo had infused. Dr notified and pump sent for maintenance.